Manufacturer narrative:
(B)(4). On an unknown date, the patient was recovered (previously reported as recovering/resolving) from the peritonitis event and was released from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was not reported. The day after onset of the turbid effluent, the patient presented to the emergency room and was subsequently hospitalized for the peritonitis event. Treatment rendered for the event was not reported. At the time of this report the patient remained in the hospital and was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.